Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in 2008, the patient complained of blinking. When the patient reports the blinking, he demonstrates frustration with the device. The patient tends to report this symptom approximately several times a week. All indications within normal limits. All channels ok. Reprogramming and externals exchange have been attempted in (B) (6) 2008 with no resolution. As per information received on may 20, 2010,a request for an explant kit was received for the patient. This patient was last seen by med-el on (B) (6) 2010, for an integrity test which yielded normal results. The patient has been explanted on (B) (6) 2010. Communication with the patient's audiologist regarding the reasons for explantation stated the following: "the patient has continued to not want to wear his right ear ci, complains of sounds in his head with and without the device on, as well as deteriorating performance.